Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's monopolar 1 sparked and flamed when plugged in.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received. A visual inspection of the generator's ex terior found no obvious issues. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.